Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4)

Event description:
It was reported to philips that the triangle (shock) button was ripped, exposing electronics. There was no patient involvement.